Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported the implantable pulse generator's (ipg) voltage was reading <2.73 which indicates device replacement soon needed. Patient did not lose therapy. The ipg was explanted and replaced on (B)(6) 2020. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.